Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical record, patient was revised to address metal-on-metal total hip arthroplasty with elevated metal ion levels. Revision notes reported that there was some blackening of the pericapsular tissue. Head and liner were removed. Clinical visits reported bilateral hip pain, heterotopic ossification, limited mobility, locking sensation in both hips, metal on metal articulation and finding is consistent with alval. Lab results for metal ions were above 7. Findings from revision: synovial fluid was straw-colored. There was some changes of the synovium consistent with metal wear. No pseudotumor formation was noted. There was no clear evidence of trunnionosis. Doi: (B)(6) 2009 - dor: (B)(6) 2018, (right hip).